Manufacturer narrative:
Submit date: 9/12/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The representative reports syringes found with a very fine fibre, which appears to also be plastic and which is in the same region, direct product contact and very likely to exit the syringe upon application of the injection.

Manufacturer narrative:
Submit date: 11/16/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Seven samples were received for evaluation. A visual inspection was conducted under magnification and identified contamination with one out of the seven samples. A small fiber of what appeared to be polypropylene was stuck in the location between the two wiper seals of the plunger tip. Additionally, a photograph of a sample was included. The photograph showed an opened syringe with the plunger drawn back to about the 2ml graduation line. The syringe contained a small white string-like fiber, in addition to a small amount of clear solution. The most likely root causes were related to the deficiencies in the cleaning process and environmental contamination of the rubber tips while conveying in the rubber tip tracks. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are visually inspected for particulate in the fluid pathway. The lot met all defined acceptance requirements and was released. A change order was initiated to create standard work documentation for the daily cleaning activities in the softpack and syringe areas. This complaint will be used for tracking and trending purposes.